Event description:
Dexcom g7 cgm sensor applied to r arm. Bleeding occurred at time of placement, information from provider signos said this can happen, no action needed. 24 hours later sight became painful, sensor was removed, a circular area of redness noted at site of sensor. 18 hours later the area of redness had doubled, upper posterior arm was hot and swollen. Contacted pcp via video, cellulite diagnosed and I was put on cephalexin antibiotic. 24 hours after that, the puncture from the sensor filament opened and produced purulent exudate. Inflammation is receding in response to antibiotic (cephalexin) therapy today.